Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr of reuk0060 showed no other similar product complaint(s) from this lot number.

Event description:
Patient seemed to have an allergic reaction within 24 hours of placement. There was no external reaction, no rash, no fever, blood levels normal, however, the insertion site was pussy. The doctor removed the catheter. The patient has had no catheters in the past. Cultures did come back negative. But there was a little red rash on the skin. Patient status is unknown.